Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred as a result of the station's sudden loss of communication. A technical support specialist confirmed that the server was updated and rebooted during the designated event window, which resolved the issue. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the pyxis medstation es system experienced a loss of communication and failed to register patients. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.